Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device showed fragmentation/fragments of a perforated essure device / on left there is a small fragments in the left cornua'), embedded device ('fragments of the device appears to be in the left uterine isthmus'), uterine perforation ('fragments of a perforated essure device / tubal device perforating'), device expulsion ('malposition of essure device location of device: was twisted together with the opposite side device / expelled one vaginally / essure coming through actually quite medially to the insertion of the left fallopian tube into the uterine fundus') and device dislocation ('essure devices showed fragmentation and intraperitoneal / is most likely in the peritoneal cavity / it is likely free within the peritoneal cavity/ there was a very long unfolded essure which was in some epiploic of the bowel/intraperitoneal foreign') in a 33-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: was twisted together with the opposite side device" on (B)(6) 2013, device difficult to use "difficult placement" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included osteoporosis from 2013 to 2014, prolactinoma (partial removal on (B)(6) 2013. Trans sphenoidal removal of prolactinoma), brain tumor, amenorrhea, radiation therapy, uterine dilation and curettage, cholecystectomy, diverticulosis and localised erythema. The radiologist reviewed it and suggested that she has any intraperitoneal foreign body in the left pelvis that they had stated appears to be representing fragments of a perforated essure device. May not be able to get all of the fragments of the coils, there should be no problem with a fragment or coil floating. On the left there is a small fragment in the left cornua. Second small fragment is identified slightly anterior and to the left of the uterus. It is likely free within the peritoneal cavity. A larger fragment is identified more anterior and lateral on the left which likely is extrinsic to the tube is well. Intraperitoneal foreign bodies in the left pelvis appear to represent fragments of a perforated essure device. A tiny fragment of the device appears to be in the left uterine isthmus. The etiology of the tubal devices perforating. We were able to retrieve both of the devices. Essure tubal devices with perforation. We could not see bubbles escaping through, so I do think it was an actual perforation, but even if it was a small perforation, it was apically and not near an artery. One long essure coming through actually quite medially to the insertion of the left fallopian tube into the uterine fundus. There was a very long unfolded essure which was in some epiploic of the bowel. Previously administered products included for birth control: nuvaring from (B)(6) 2013 to (B)(6) 2013 and depo provera shot. Concurrent conditions included celiac disease since 2009 and body mass index normal. Concomitant products included paracetamol (pain relief) for dysmenorrhea, estradiol from (B)(6) 2013 to (B)(6) 2013 for hormonal imbalance, oxycodone hydrochloride;paracetamol (percocet) for pelvic pain as well as bromocriptine from (B)(6) 2013 to (B)(6) 2013, ciprofloxacin betain (cipro), levothyroxine from (B)(6) 2013 to (B)(6) 2013 and ondansetron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe") and pelvic pain ("pain"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone unbalance from being forced to have hysterectomy") and weight increased ("weight gain/ weight gain upto 145 pounds from (B)(6) 2013 to (B)(6) 2014"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("entire lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy on (B)(6) 2013). At the time of the report, the device breakage, embedded device, uterine perforation, device expulsion, device dislocation, hormone level abnormal, weight increased and abdominal pain lower outcome was unknown, the dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, hormone level abnormal, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 120 lbs. She has had 2 vaginal births and a fetal demise at 22 weeks. Her largest baby is 7-1/2 pounds. Her youngest child is 10. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: on the left there is a small fragment in the left cornua. A second small fragment is identified slightly anterior and to the left of the uterus. It is likely free within the peritoneal cavity. Intraperitoneal foreign bodies in the left pelvis appear to represent fragments of a perforated essure device. A tiny fragment of the device appears to be in the left uterine isthmus. No essure device identified on the right.. Computerised tomogram pelvis - on (B)(6) 2013: 1. Small quantity of free pelvic fluid. 2. Bilateral essure devices without evidence of adjacent hemorrhage. The essure devices showed fragmentation and intraperitoneal positioning as confirmed on the subsequent pelvic CT.. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, uterine perforation, device expulsion, embedded device. Lot number:a96186 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device showed fragmentation/fragments of a perforated essure device / on left there is a small fragments in the left cornua'), embedded device ('fragments of the device appears to be in the left uterine isthmus'), uterine perforation ('fragments of a perforated essure device / tubal device perforating'), device expulsion ('malposition of essure device location of device: was twisted together with the opposite side device / expelled one vaginally / essure coming through actually quite medially to the insertion of the left fallopian tube into the uterine fundus') and device dislocation ('essure devices showed fragmentation and intraperitoneal / is most likely in the peritoneal cavity / it is likely free within the peritoneal cavity/ there was a very long unfolded essure which was in some epiploic of the bowel/intraperitoneal foreign') in a 33-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: was twisted together with the opposite side device" on (B)(6) 2013, device difficult to use "difficult placement" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included osteoporosis from 2013 to 2014, prolactinoma (partial removal on (B)(6) 2013. Trans sphenoidal removal of prolactinoma), brain tumor, amenorrhea, radiation therapy, uterine dilation and curettage, cholecystectomy, diverticulosis and localised erythema. The radiologist reviewed it and suggested that she has any intraperitoneal foreign body in the left pelvis that they had stated appears to be representing fragments of a perforated essure device. May not be able to get all of the fragments of the coils, there should be no problem with a fragment or coil floating. On the left there is a small fragment in the left cornua. Second small fragment is identified slightly anterior and to the left of the uterus. It is likely free within the peritoneal cavity. A larger fragment is identified more anterior and lateral on the left which likely is extrinsic to the tube is well. Intraperitoneal foreign bodies in the left pelvis appear to represent fragments of a perforated essure device. A tiny fragment of the device appears to be in the left uterine isthmus. The etiology of the tubal devices perforating. We were able to retrieve both of the devices. Essure tubal devices with perforation. We could not see bubbles escaping through, so I do think it was an actual perforation, but even if it was a small perforation, it was apically and not near an artery. One long essure coming through actually quite medially to the insertion of the left fallopian tube into the uterine fundus. There was a very long unfolded essure which was in some epiploic of the bowel. Previously administered products included for birth control: nuvaring from (B)(6) 2013 to (B)(6) 2013 and depo provera shot. Concurrent conditions included celiac disease since 2009 and body mass index normal. Concomitant products included paracetamol (pain relief) for dysmenorrhea, estradiol from (B)(6) 2013 to (B)(6) 2013 for hormonal imbalance, oxycodone hydrochloride;paracetamol (percocet) for pelvic pain as well as bromocriptine from (B)(6) 2013 to (B)(6) 2013, ciprofloxacin betain (cipro), levothyroxine from (B)(6) 2013 to (B)(6) 2013 and ondansetron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe") and pelvic pain ("pain"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone unbalance from being forced to have hysterectomy") and weight increased ("weight gain/ weight gain upto 145 pounds from (B)(6) 2013 to (B)(6) 2014"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("entire lower abdomen pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy on (B)(6) 2013). At the time of the report, the device breakage, embedded device, uterine perforation, device expulsion, device dislocation, hormone level abnormal, weight increased and abdominal pain lower outcome was unknown, the dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, hormone level abnormal, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 120 lbs. She has had 2 vaginal births and a fetal demise at 22 weeks. Her largest baby is 7-1/2 pounds. Her youngest child is 10. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: on the left there is a small fragment in the left cornua. A second small fragment is identified slightly anterior and to the left of the uterus. It is likely free within the peritoneal cavity. Intraperitoneal foreign bodies in the left pelvis appear to represent fragments of a perforated essure device. A tiny fragment of the device appears to be in the left uterine isthmus. No essure device identified on the right.. Computerised tomogram pelvis - on (B)(6) 2013: 1. Small quantity of free pelvic fluid. 2. Bilateral essure devices without evidence of adjacent hemorrhage. The essure devices showed fragmentation and intraperitoneal positioning as confirmed on the subsequent pelvic CT.. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, uterine perforation, device expulsion, embedded device. Lot number:a96186 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device showed fragmentation/fragments of a perforated essure device / on left there is a small fragments in the left cornua"), embedded device ("fragments of the device appears to be in the left uterine isthmus"), uterine perforation ("fragments of a perforated essure device / tubal device perforating"), device expulsion ("malposition of essure device location of device: was twisted together with the opposite side device / expelled one vaginally / essure coming through actually quite medially to the insertion of the left fallopian tube into the uterine fundus") and device dislocation ("essure devices showed fragmentation and intraperitoneal / is most likely in the peritoneal cavity / it is likely free within the peritoneal cavity/ there was a very long unfolded essure which was in some epiploic of the bowel/intraperitoneal foreign") in a (B)(6) female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: was twisted together with the opposite side device" on (B)(6) 2013, device difficult to use "difficult placement" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included prolactinoma (partial removal on (B)(6) 2013. Trans sphenoidal removal of prolactinoma), brain tumor, osteoporosis from 2013 to 2014, amenorrhea, radiation therapy, uterine dilation and curettage, cholecystectomy, diverticulosis and localised erythema. The radiologist reviewed it and suggested that she has any intraperitoneal foreign body in the left pelvis that they had stated appears to be representing fragments of a perforated essure device. May not be able to get all of the fragments of the coils, there should be no problem with a fragment or coil floating. On the left there is a small fragment in the left cornua. Second small fragment is identified slightly anterior and to the left of the uterus. It is likely free within the peritoneal cavity. A larger fragment is identified more anterior and lateral on the left which likely is extrinsic to the tube is well. Intraperitoneal foreign bodies in the left pelvis appear to represent fragments of a perforated essure device. A tiny fragment of the device appears to be in the left uterine isthmus. The etiology of the tubal devices perforating. We were able to retrieve both of the devices. Essure tubal devices with perforation. We could not see bubbles escaping through, so I do think it was an actual perforation, but even if it was a small perforation, it was apically and not near an artery. One long essure coming through actually quite medially to the insertion of the left fallopian tube into the uterine fundus. There was a very long unfolded essure which was in some epiploic of the bowel. Previously administered products included for birth control: depo provera shot. Concurrent conditions included body mass index normal and celiac disease since 2009. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain as well as bromocriptine from (B)(6) 2013 to (B)(6) 2013, ciprofloxacin betaine (cipro), levothyroxine from (B)(6) 2013 to (B)(6) 2013 and ondansetron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe") and pelvic pain ("pain"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone unbalance from being forced to have hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("entire lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy on (B)(6) 2013). At the time of the report, the device breakage, embedded device, uterine perforation, device expulsion, device dislocation, hormone level abnormal, weight increased and abdominal pain lower outcome was unknown, the dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, hormone level abnormal, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: current weight (B)(6). She has had 2 vaginal births and a fetal demise at (B)(6). Her largest baby is (B)(6). Her youngest child is (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: on the left there is a small fragment in the left cornua. A second small fragment is identified slightly anterior and to the left of the uterus. It is likely free within the peritoneal cavity. Intraperitoneal foreign bodies in the left pelvis appear to represent fragments of a perforated essure device. A tiny fragment of the device appears to be in the left uterine isthmus. No essure device identified on the right.. Computerised tomogram pelvis - on (B)(6) 2013: 1. Small quantity of free pelvic fluid. 2. Bilateral essure devices without evidence of adjacent hemorrhage. The essure devices showed fragmentation and intraperitoneal positioning as confirmed on the subsequent pelvic CT.. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, uterine perforation, device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs and mr were received: lot number was added. Essure removal date and surgeries were added. Events: device breakage, uterine perforation, embedded device, device expulsion, device dislocation, device difficult to use, device physical property issue, abdominal pain lower, device monitoring procedure not performed, hormone imbalance, dysmenorrhea, weight gain, pelvic pain were added. Event onset date were added. Medical history were added. Reporters were added. Lab data were added. Patient notes were added. Reporter causality comments were added. Concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("essure device showed fragmentation/fragments of a perforated essure device / on left there is a small fragments in the left cornua"), embedded device ("fragments of the device appears to be in the left uterine isthmus"), uterine perforation ("fragments of a perforated essure device / tubal device perforating"), device expulsion ("malposition of essure device location of device: was twisted together with the opposite side device / expelled one vaginally / essure coming through actually quite medially to the insertion of the left fallopian tube into the uterine fundus") and device dislocation ("essure devices showed fragmentation and intraperitoneal / is most likely in the peritoneal cavity / it is likely free within the peritoneal cavity/ there was a very long unfolded essure which was in some epiploic of the bowel/intraperitoneal foreign") in a 33-year-old female patient who had essure (batch no. A96186) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malposition of essure device location of device: was twisted together with the opposite side device" on (B)(6) 2013, device difficult to use "difficult placement" and device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". The patient's medical history included prolactinoma (partial removal on (B)(6) 2013. Trans sphenoidal removal of prolactinoma), brain tumor, osteoporosis from 2013 to 2014, amenorrhea, radiation therapy, uterine dilation and curettage, cholecystectomy, diverticulosis and localised erythema. The radiologist reviewed it and suggested that she has any intraperitoneal foreign body in the left pelvis that they had stated appears to be representing fragments of a perforated essure device. May not be able to get all of the fragments of the coils, there should be no problem with a fragment or coil floating. On the left there is a small fragment in the left cornua. Second small fragment is identified slightly anterior and to the left of the uterus. It is likely free within the peritoneal cavity. A larger fragment is identified more anterior and lateral on the left which likely is extrinsic to the tube is well. Intraperitoneal foreign bodies in the left pelvis appear to represent fragments of a perforated essure device. A tiny fragment of the device appears to be in the left uterine isthmus. The etiology of the tubal devices perforating. We were able to retrieve both of the devices. Essure tubal devices with perforation. We could not see bubbles escaping through, so I do think it was an actual perforation, but even if it was a small perforation, it was apically and not near an artery. One long essure coming through actually quite medially to the insertion of the left fallopian tube into the uterine fundus. There was a very long unfolded essure which was in some epiploic of the bowel. Previously administered products included for birth control: depo provera shot. Concurrent conditions included body mass index normal and celiac disease since 2009. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for pelvic pain as well as bromocriptine from february 2013 to december 2013, ciprofloxacin betaine (cipro), levothyroxine from february 2013 to december 2013 and ondansetron. On (B)(6) -2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) severe") and pelvic pain ("pain"). In (B)(6) 2013, the patient was found to have hormone level abnormal ("hormonal changes describe: hormone unbalance from being forced to have hysterectomy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("entire lower abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), unilateral salpingectomy on (B)(6) 2013). At the time of the report, the device breakage, embedded device, uterine perforation, device expulsion, device dislocation, hormone level abnormal, weight increased and abdominal pain lower outcome was unknown, the dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, hormone level abnormal, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 120 lbs. She has had 2 vaginal births and a fetal demise at 22 weeks. Her largest baby is 7-1/2 pounds. Her youngest child is 10. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2013: on the left there is a small fragment in the left cornua. A second small fragment is identified slightly anterior and to the left of the uterus. It is likely free within the peritoneal cavity. Intraperitoneal foreign bodies in the left pelvis appear to represent fragments of a perforated essure device. A tiny fragment of the device appears to be in the left uterine isthmus. No essure device identified on the right. Computerised tomogram pelvis - on (B)(6) 2013: 1. Small quantity of free pelvic fluid. 2. Bilateral essure devices without evidence of adjacent hemorrhage. The essure devices showed fragmentation and intraperitoneal positioning as confirmed on the subsequent pelvic CT. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following ones were reported via medical records: device breakage, uterine perforation, device expulsion, embedded device. Lot number:a96186, manufacture date: 2013-02, and expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.